Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complains of thumping in the abdomen about every hour. It is unknown whether there was any medical intervention. The device remains in use. No patient complications have been reported as a result of this event.